Event description:
It was reported that there was a hole in the line of a transfer set connected to a home patient (hp). The caregiver (cg) noticed the hole when changing gauze around the exit site while the patient was not performing peritoneal dialysis. The cg clamped off the area to prevent any leakage. The technical service representative (tsr) advised the cg to contact the peritoneal dialysis registered nurse. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown, therefore a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.